Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to a loose battery pin.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery pins to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use reported with the event.